Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 7

Event description:
Reference number (B)(4). Event occurred in the united states on 04-july-2024, it was reported by the patient that seven infusions set cannula was kinked due to which hyperglycemia and hospitalization occurs within 3 hours of insertion. IV and fluids of saline and insulin treatment received at hospital. Infusion set was placed in abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available